Event description:
As reported by the field, during coil embolization of the internal carotid artery (ica) to a normal saccular aneurysm, the delivery wire of a galaxy g3 coil (glx120306, 30504548) kinked while advancing through the phenom 17 microcatheter, medtronic. Due to this, it was not advanced. There were no surgery delays due to the reported event. The procedure was successfully completed. Additional information received indicated that there the device was used and prepped as per the instructions for use (IFU). There was no fracture or crack in the device material integrity at the site of the defect. No excessive force was applied to the devices. The device was removed from the patient without additional intervention. An adequate flush was maintained through the devices. The event did not prolong the procedure. The microcatheter had not been re-shaped after removal from packaging. There was no resistance felt at any point during the procedure. Based o the microscopic analysis of the device received, the embolic coil was observed kinked.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was observed kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of the internal carotid artery (ica) to a normal saccular aneurysm, the delivery wire of a galaxy g3 coil (glx120306, 30504548) kinked while advancing through the phenom 17 microcatheter, medtronic. Due to this, it was not advanced. There were no surgery delays due to the reported event. The procedure was successfully completed. Additional information received indicated that there the device was used and prepped as per the instructions for use (IFU). There was no fracture or crack in the device material integrity at the site of the defect. No excessive force was applied to the devices. The device was removed from the patient without additional intervention. An adequate flush was maintained through the devices. The event did not prolong the procedure. The microcatheter had not been re-shaped after removal from packaging. There was no resistance felt at any point during the procedure. A non-sterile galaxy g3 xsft 3mm x 6cm was received inside of a pouch. The device was inspected and, core wire was found kinked at 14, 24, 32 ½, 46 ½ and 62 inches from the proximal end. Embolic coil was observed protruding from the introducer. Additionally, introducer was found slightly kinked. The device was inspected under a microscope, and introducer was observed open and embolic coil protruding from the introducer. Additionally, embolic coil was observed kinked. A manufacturing record evaluation (mre) was performed, and no non-conformances related to the complaint were found during the review. The product was returned to cerenovus for failure evaluation. The visual analysis of the returned device revealed that the core wire had several kinks throughout its length. Embolic coil was received protruding from the introducer. Additionally, introducer was found slightly kinked. A microscopic analysis was performed, and embolic coil was observed kinked, and the introducer¿s slit was open. The damages observed on the coil and introducer could be secondary to the damage present on the core wire, which is consistent with the reported event. Although the customer complaint can be confirmed based on this evidence, the information available on the complaint file does not point to an assignable cause. According to manufacturer¿s site information, the concomitant microcatheter has an inner diameter of 0.017 in, the galaxy g3 xsft microcoil system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.021 in. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendation: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.